Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheath was not returned. The reported rupture could not be tested as the returned device was not returned in a condition in which the test could be performed; however, the proximal balloon seal was separated. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.0x28mm drug eluting coronary device (decd) protective sheath was difficult to remove. The same decd advanced to the distal left circumflex (lcx) coronary artery lesion without reported difficulty. During deployment attempt, the balloon failed to inflate. There was no deployment and the decd was removed without reported difficulty. Once outside the patients anatomy, the balloon, or the hypotube had a puncture. An unspecified xience stent treated the lesion without reported difficulty. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.